Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 9 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. There were contact marks of the probe and jaw where the probe was broken off. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that ptfe pad was worn by continuously activating output without grasping anything. Consequently, the probe and jaw came into contact, which caused scratches in both the probe and jaw. After that, during the probe check of the device, the probe tip broke. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-00220.

Event description:
During a liver resection, the error occurred. The physician checked the subject device, and then the probe tip of the first subject device fell off outside the patient. The physician replaced with the second subject device. However, during use of the second subject device, the ptfe pad of the second subject device was separated from the jaw. The physician replaced with a similar device and the procedure was completed. There was no patient harm reported. This is a report regarding the first subject device.